Event description:
The physician reported that this valve implanted 33 months, was explanted due to regurgitation caused by several perforations in one cusp. Echocardiographic evaluation prior to explant revealed grade iii regurgitation centrally with a peak gradient of 46 mm/hg and a mean gradient of 37 mm/hg. The valve was successfully replaced with no adverse pt effects reported.

Manufacturer narrative:
Device history reviewed. Device history review found the prod met specs when released for distribution. Analysis: rec'd in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are sightly stiff but flexible. A perforation and tears are noted in the right cusp associated with bias wear and/or long suture tail wear. Glistening off white pannus remains attached to the inflow margin of attachment adjacent to the left cusp extending into the left right inferior coaptive area and 1 to 2 mm into the cusp. Radiography shows no evidence of mineralization in the valve tissue. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: analysis confirms leaflet perforations due to bias wear abrasions and/or long suture tail wear, which likely resulted in the reported regurgitation. The device was explanted and replaced without reported complication.